Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system triggered an alert for a high out of range shock impedance of 150 ohms. All other measurements were fine. Isometrics and pocket manipulation were performed. There was myopotential noise noted on the shock channel, but there was no noise on any of the other channels. Technical services discussed troubleshooting options and possible causes for the clinical observations. Further information was provided that a x-ray was performed, and lead condition was confirmed. The root cause for the clinical observations remains unknown. The patient was scheduled for a follow-up appointment at a later date. At this time, no further actions were taken, this right ventricular (rv) lead remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed another alert for a high out of range shock impedance of greater than 200 ohms. Technical services reviewed device data, and determined there was a strong correlation between the shock impedance and rv pacing impedance. Technical services discussed possible causes for the correlation, and recommended further lead evaluation. It was noted the latest respiratory sensor impedance measurements were out of range as a result of detecting noise. Further information was provided that the patient had a non-sustained ventricular tachycardia (nsvt) episode due to the device oversensing noise on the rv pace/sense and shock channel. Technical services again recommended further lead evaluation. At this time, this rv lead remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that when the patient's posture was changed, noise could be seen on both the right ventricular (rv) shock and pace/sense channels. The root cause for the clinical observations still remains unknown. It was noted the patient was scheduled to visit the hospital, and the physician plans to consult the patient's family regarding future plans. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.